Event description:
The customer reported that the device was unexpectedly shutting down.

Manufacturer narrative:
The customer reported that the device was unexpectedly shutting down. A follow-up report will be submitted upon completion of the investigation.